Manufacturer narrative:
Additional information received on 6/14/2016 indicated that since the customer had been using a new box of cartridges, the occlusions have not reoccurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion set tubing and site. The customer did not think that the blood glucose level was impacted. As the supplies on the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.